Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2023 where the ipg was relocated to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing packet pain due to generator placement. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date if event estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.